Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced both pn: 380699-46 master tool manipulators (mtm)s to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the or staff experienced issues with the right-hand controller. The technical support engineer (tse) verified a 23062 error in the logs, which was reported by master tool manipulator (mtm) right. Before contacting support, the customer switched to the opposite console to continue the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive the products involved with this complaint to perform failure analysis. The mtm serial number (B)(6) was analyzed and the reported problem was confirmed. In the system logs, the error 23062 was found indicating a failure on the grip axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system and driven with in-house instruments. No issues were observed and the unit passed system test. After installing on surgeon side console fixture test platform (sftp) and running the fitness test, the unit failed slow gravity balance test post sine cycle for wrist pitch (axis 5). Also in the system logs, the error codes 23068, 23069, 32098 and 32198 were observed on the grip, shoulder, elbow axes. A 1 hour of slow speed sine cycle test was performed on the grip, elbow, and shoulder axes, and passed. 1 hour of regular sine cycle was performed and passed. As a result of this investigation, failure analysis has concluded that the grip motor and the slipring were found to be the source of the reported event. Additionally, the mtm sn(B)(6) was analyzed and the reported problem was confirmed. In the system logs, the error 32098 was found, confirming the fault occurred in the field. The unit was placed on in-house system and was driven with no issues and no errors were observed. No physical damages were found on the unit. The unit was placed on sftp for further testing to perform fitness test and 1 hour sine cycle. The mtm failed on verify encoder cal, grip and gravity balance post sine cycle - sh, unrelated to the field complaint. After re-doing calibrations, gravity homing and cb cal tests were re-executed and passed. Due to the field errors, the unit was test for slow speed sine cycle on shoulder axis and the unit passed. No errors were triggered during testing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to sensor errors from the grip motor assembly located within the mtm. This issue can be resolved by replacing the mtm.